Event description:
A representative later reported that, as far as they knew, the situation had been resolved.

Event description:
It was reported there were filling difficulties with the pump. The pump had been difficult to access at refill. It was questioned if the pump was too deep or fluid in the pocket. Surgical intervention was performed. The pump pocket was revised to make the ¿implant depth less¿. There were no patient symptoms/injuries related to this event. The patient status was alive, no injury, no adverse event. The pump was delivering morphine and bupivicaine.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).